Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and coronary stenting procedure stent damage occurred. The lesion was located in the left anterior descending artery. The physician advanced the 2.25x12mm liberte stent delivery system to the lesion, but was unable to cross and then it was observed that the stent struts were open. The procedure was completed with another 2.25x12mm liberte stent delivery system.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.